Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm was used intra-operatively and would not stay fixed. The device was used to treat the patient. No patient complications were reported.